Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when clipping the cystic artery, the surgeon could squeeze the handle, but the clip would not fire properly. Also, the unplaced clip fell into the patient's cavity. Another device was used to complete the case. There was tissue damage as a result of the product problem.